Event description:
It was reported, the fabric foundation of the unit was burned by an internal component

Manufacturer narrative:
The user reported that an internal component had burned a hole in the fabric foundation the unit, and damaged a leather couch. Pictures taken by the user revealed damage to a thermostat. This type of failure is typically the result of an excessive force being applied directly to the thermostat. We have enacted a CAPA project ((B)(4)) to change the style of thermostat to reduce the recurrence of this issue.